Event description:
Info rec'd indicates the head section will not lower when using the CPR lever. The head section does lower using the siderail controls.

Manufacturer narrative:
The technician found the CPR valve was stuck. He replaced the CPR valve to repair the bed.